Event description:
As reported by sales rep a pt was undergoing coronary stenting to a higly calcified and tortuous rca. After predilation and three attempts at placement,t he 3.0x23mm cypher did not cross the lesion. On the third attempt, it became hung up on calcium in the prox rca and dislodged from the balloon. After an unsuccessful attempt to snare it, the cypher was implanted by being crushed up against the wall of the rca. A gc was noted to have a flattered tip at the beginning of the procedure, and was not used. Both devices will be returned following release by hosp's risk management dept. The pt was in stable condition. Later that day, the pt had non-emergent pci related to the previous procedure, and two stents were placed at the lesion site to cover the lesion and keep the crushed stent from moving.